Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) had ECG connection malfunction. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and verified that the connector was damaged. The fse replaced the front-end board (0670-00-1164). Functional checks and tests were performed.

Event description:
N/a